Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause has been determined as failure of the image visualization system (ivs) to boot. Log file analysis showed that the system was powered up with the image acquisition system (ias) plane a and ias plane b successfully booting. The image visualization system (ivs) failed to boot. When the user attempted to use the system, they then determined the ivs was not operational and the system was in backup mode. A hard power off and restart was initiated by the user. Log files indicate no attempts to generate x-ray prior to the restart were attempted while in backup. Soon after the boot began a stand/table error occurred which resulted in a failed version check due to inconsistent configuration. The ivs-pc was replaced by the local service organization and the error did not reoccur. The manufacturer is not considering further actions at this time.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane system. During an interventional procedure, the catheterization workflow became frozen and no mouse or keyboard movements were possible. A system restart was attempted, however, the system returned to a frozen state during software loading. We are unaware of any impact to the state of health of the patient involved.